Manufacturer narrative:
Examination of the submitted patella device confirmed the reported event. Evidence was found of preferential loading on the lateral apsect of the polyethylene bearing, indicating malalignment of te femaoral and or the patellar component resulting in cantilever loading. The lot number involved was one affected by an issue with the poly patella part number that led to product recall in may 2005. The investigation could not identify the primary root cause of the event. Based on the investigation findings, no corrective action is required.

Event description:
The pt was revised due to the patella rotated 180 degress and was worn.